Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced positive dysphotopsia . The iol was exchanged for non-company lens model 7 months and 26 days after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A notch of lens material is broken of the edge of the optic with marks observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A small crack is observed on the opposite edge of the optic. The optic is split cracked from the edge across the center of the lens. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the consumer reported the company model, 15.0 diopter lens was replaced with a non company, 14.5 diopter, monofocal lens model. The consumer reported the dysphotopsia has resolved. The manufacturer internal reference number is:(B)(4).